Event description:
This procedure is part of (B)(6): the procedure was left ica stent placement with right femoral access. The patient was treated for a tight proximal left internal carotid stenosis successfully using a 6mm embolic protection device and a protege rx 10x40 stent. Pre dilatation was performed for 10secs at 10atms and atropine 0.5mgiv was given for bradycardia. Post dilatation was performed for 10secs at 12 atms, and the patient appeared to tolerate the procedure well. The physician noted in the post images that two of the stent wall struts appeared to be protruding outward, and that the integrity of the stent may have been compromised during post dilation. The treated lesion did not appear calcified.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available, a supplemental report will be submitted. Stent was deployed (B)(6) 2012.